Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation while pre-loaded iol priming, the plunger bypassed the iol or plunger over-ride, the lens did not slide into the plunger, and came out with a damaged loop with confirmed no patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., e.1., h.3., h.6. And h.11. The product was returned for analysis and damage to the lens was observed. Intraocular lens (iol) was returned outside of the device. The device was returned loose in the carton. The lock-out assembly has been removed. Ophthalmic viscosurgical device (ovd) is observed in the device. The plunger is fully advanced outside of the device. The iol was returned outside of the device adhered to the inside of the carton. Solution and card material is dried on both surfaces of the optic and haptics. One haptic is broken torn and not returned, the other haptic is intact. The optic is scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint lens does not slide into the plunger, came out with a damaged loop as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported damage to the haptic was observed. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).